Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results. Unable to verify battery cap damage as cap was not returned with pump and test cap used for investigation. Moisture is in battery compartment and inside the pump. Also battery compartment observed crack along left side to the grip pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.